Event description:
Additional information: it was reported that on (B)(6), 2012 a catheter access dye study was attempted unable to aspirate catheter. When the catheter was cut at the spine there was no retrograde flow of csf from the spinal catheter segment. The reason for the catheter removal (replacement) was reported as "loss of therapy". The catheter was sent back for analysis.

Event description:
Additional information received reported that as a result of the already reported event, the patient experienced "high tone" or hypertonia. The patient was "going into back extension for hours, and muscle tone returned to level of spasticity before pump placement". The event resulted in in-patient or prolonged hospitalization. The patient outcome was resolved without sequelae as of (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that patient had increased spasticity and tightness despite constant rate increases. A catheter revision was performed on (B)(6) 2012. It was also stated that there was no retrograde flow of csf (cerebrospinal fluid) when healthcare provider (hcp) disconnected the catheter from pump intra-operatively. Patient status was noted as no adverse events/no injury. Drug delivered via the device was gablofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2011 (B)(6) ,explanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the catheter revealed no significant anomaly found. As received, the dispensing holes of the catheter were not occluded. Both segments that were returned passed patency and pressure testing. A tear was seen in the cup of the sc connector but the nature of this tear was not significant. No leaking was seen in this area and it most likely had no effect on the infusion system.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the catheter revision was due to an occlusion in the catheter and failure to aspirate. On february 13 a 32% increase in bolus dosing was made and on (B)(6), a 5% increase in dose was made. The patient was hospitalized for the revision only. The withdrawal symptoms were managed outpatient. The patient outcome was reported as no injury and recovered without sequela.